Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set tubing was leaking at site on (B)(6) 2024 .the infusion set has been used for 2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.